Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that polyform synthetic mesh was implanted in the patients during a transvaginal placement of mesh procedure from (B)(6) 2015 and onwards. According to the complainant, post procedure, 24 cases of complications have been reported as follows: 13 cases were of mesh exposure in the vaginal wall, 4 cases were of bladder damage, 2 cases due to pain, 1 case of rectum damage, 1 case of mesh infection, 2 cases of hydronephrosis and 1 case of bleeding. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that polyform synthetic mesh was implanted in the patients during a transvaginal placement of mesh procedure from (B)(6) 2014 and onwards. According to the complainant, post procedure, 24 cases of complications have been reported as follows: 13 cases were of mesh exposure in the vaginal wall, 4 cases were of bladder damage, 2 cases due to pain, 1 case of rectum damage, 1 case of mesh infection, 2 cases of hydronephrosis and 1 case of bleeding. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.